Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 43 mg/dl and juice was consumed to address bg. Customer did not know cause of low bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 43 mg/dl was recorded by continuous glucose monitor (cgm) at 9:06 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 11:27 am, user requested a 7.57 units bolus for 53 grams of carbohydrates without entering current bg and while still having insulin on board (iob). User requested a 4.23 units bolus for 34 grams of carbohydrates and a bg of 99 mg/dl at 6:58 pm. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.